Event description:
Procedure: inguinal hernia repair. Reportedly, during the removal of the balloon upon completion of the surgery, the balloon became separated from the shaft of the device. The surgeon used a surgical clamp to retrieve the balloon without difficulty. No patient injury reported.